Event description:
Customer reported a pixel issue on pump display that affected ability to interact with and read the screen. There was no adverse impact to customer¿s blood glucose level as levels were not reported above 500 mg/dl or below 54 mg/dl. Technical support arranged for replacement of pump, confirmed shipping details, and instructed customer on storage mode and return process using pre-paid label. Customer understood and acknowledged instructions. Customer continued to use the pump for insulin therapy.